Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that set screw at s1 on the right side would not break off. The set screw was removed and replaced with a new set screw. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): this part is not approved for use in the united states; however, a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.